Event description:
Reporter stated there's a black line on the blood glucose monitor display that could cause misinterpretation of the results. It was very thin in the beginning and the problem has developed over the past several weeks. No physiological effects were reported. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The blood glucose monitor was returned for evaluation, and the complaint was verified. The monitor has a line appearing in the middle of the display, and the location of the line on the display does distort the digit during the simulation test. Therefore, misinterpretation is possible. The monitors serial number is above (B)(4). However, with review of the monitor's manufacturing history, it was determined it was manufactured before the process improvements were implemented when monitors could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the display have been implemented at the supplier to reduce the occurrence of this defect. The risk associated with this failure has been assessed per local procedures and it was determined that, due to low severity and/or occurrence tied to this issue, no further root cause analysis or action towards a CAPA was required.